Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: not enough information was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. Additional information was received on (B)(4) 2011 by phone. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, his vision in his right eye is darker when covering the left eye. He questioned if medications he was taking could be the cause. In a follow up with the consumer, he reported that hey may be concerned too early because he called his surgeon and was told the eye is still healing. He feels that he does not see well in a darker room and thinks it may have to do with a blue light blocker in the lens, although his visual acuity is much better. He also reported seeing floaters. At the consumer's request, the surgeon was not contacted.